Manufacturer narrative:
Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, it was observed that the plastic distal end cover had a burn along with signs of scorching on the metal tip. There was no patient involved.